Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Cardiac arrest ensued and required cardiopulmonary resuscitation (CPR) and medication. The patient stabilized and the second transcatheter bioprosthetic valve, was successfully implanted in the desired position with good results. No additional adverse patient effects were reported.